Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value of 520mg/dl. Customer's blood glucose value at the time of incident was 520mg/dl and current value was 177mg/dl. Customer had positive results for ketones and had nausea and vomiting. Insulin pump will be returned for analysis.